Event description:
It was reported that, "upon checking in the instruments, the size 5, 5mm trial was determined to have cracks around the metal posts."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.